Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2 lcd keypad connector. Unable to perform displacement test due to no button response. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, reservoir tube cracked and missing end cap sticker.

Event description:
The customer reported that the insulin pump buttons were unresponsive and customer reported low blood glucose. Customer stated buttons were not responding. Troubleshooting was done. Customer's blood glucose was 339 mg/dl. Customer also mentioned that her blood glucose was 48 mg/dl. She ate and drank juice to treat. Customer stated had low blood glucose and had low battery and not able to press any buttons. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.